Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had intermittent pacing failure, took too much time to save data, or was noisy. It was indicated that the display hinges needed replacing. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had intermittent pacing failure during a patient follow-up. It was also reported that the programmer took too much time to save data and that the programmer was noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.